Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014, resulting in patient experiencing an unexpected low. Patient further claims called paramedics and patient was given a shot of sugar to level out. Patient reported to dexcom technical support that patient just became dizzy for a few minutes, but felt fine after shot was administered. At the time of the call to dexcom technical support, no further medical intervention or other injuries were reported. At the time of contact with dexcom technical support, patient stated current condition as good.

Manufacturer narrative:
(B)(4).